Event description:
It was reported that the programmer screen was "beige" after running the service diskette, and the clinical specialist "could not get to the select model screen." The programmer is being returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.